Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device exhibited a force sensor error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
UDI: (B)(4). One device was received for investigation. The device was visually inspected and functionally tested. The event history log shows "force sensor test error." The reported problem was duplicated. The complaint is confirmed. The force sensor was out of calibration. This will be recalibrated. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. G2 email is: regulatory.responses@icumed.com.